Manufacturer narrative:
One used sample was returned for evaluation. The returned sample was examined; this verified that the tube shaft was partially separated near the tube flange. The welded area (where tube shaft is bonded to flange) was examined and no issues with the weld were found. The device history record was examined and no discrepancies were identified for the reported lot number (3146373). The manufacturing facility performed a review of the processes and production documentation. This review did not identify any production errors or practices that could induce the condition of the returned sample. Product evaluation and investigation could not determine the root cause of the tube shaft separation. Production performs a 100% in process visual inspection, in order to ensure that the flange is properly welded to the tube and to ensure that the gap between the flange and the tube is within specification.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was placed in use with patient. According to reporter, the patient had difficulty breathing on (B)(6). The treating physician determined that an immediate tube change should be performed. Upon removal of the tube, the tube shaft was found almost broken off from the tube hub. No permanent adverse effects to patient were reported.